Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 500's (mg/dl). During troubleshooting with tandem's technical support, the customer reported that the luer lock connection was loose and the customer smelled insulin. Reportedly, the customer tightened the luer lock connection and delivered a bolus via the pump to address the bg level.